Manufacturer narrative:
Investigation summary: background: the MDR department is complaining about the instruments in this set, saying the bolts that hold the driver shafts in the handles can come loose or hold debris under them. Investigation summary: the latarjet top hat screw driver (part #: 285295, lot #: 13j01) was received and evaluated at us cq. Upon visual inspection, there was rust on etch of the device. Thus, the reported complaint can be confirmed. The possible root cause could be attributed to fair wear and tear from the repeated use and sterilization cycles. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field a manufacturing record evaluation was performed for the finished device lot number (13j01), and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported from the affiliate that the latarjet top hat screw driver device bolts that held the driver shaft in the handles came loose and held debris under them. During an in-house engineering evaluation, it was determined that the device had rust on the etch of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.